Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3® ex hex parallel walled implant (boes413) was returned for investigation. Visual evaluation of the as returned implant identified signs of blood and bone residue around the external threads due to usage. There was no apparent malfunction with the device. The device could not be functionally tested for the reported failure (allergic reaction). The DHR was not available electronically for the subject lot number (2017070317) thus could not be further reviewed at the time of the investigation. No non-conformances were found for the subject lot number. Complaint history review was performed for the reported lot (2017070317) and no similar event or complaint was found. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event and patient post-placement conditions were unknown/nonverifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported implant removed due to allergic reaction. Patient had inflammation as a consequence of the event. Doctor replaced the implant.